Event description:
Pt's biventricular aicd -st. Jude medical, v-343- went from 2.55 v on (B) (6) 2010 to 2.26 v -beyond device's end of life- on (B) (6) 2010. Device replacement had to be scheduled the very next day, since pacing/defibrillation could not be guaranteed in device beyond its end of life. Device experienced extremely rapid battery depletion. Dates of use: (B) (6) 2006 - (B) (6) 2010.